Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events were not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that at the end of a case, during viscoelastic removal, there was no aspiration/movement. The handpiece was removed from the eye, irrigation turned off, mode shifted to cortex then back to visco removal with irrigation turned on and a little movement in the ovd was seen. The surgeon engaged aspiration and slow aspiration of the ovd occurred. He kept pedal pressed and finally after a few seconds, aspiration started picking up speed.